Manufacturer narrative:
Final analysis found that the pulse generator was received in backup vvi mode. After downloading product code, normal function resumed.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up in backup vvi. Further troubleshooting could not be performed. The pulse generator was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.